Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings occurred. On (B)(6) 2024, it was reported that the patient experienced a missed alert from the receiver between 0000-0300. The patient called requesting a replacement receiver because of the episode. According to the report, the patient was sleeping and heard the receiver give him a low alert. When he checked the receiver, the reading was 56 mg/dl. The number and direction of trend arrow were not specified at that moment. The patient said his low alert is set to 80 mg/dl. The patient reportedly was not able to check it with a bg meter at that time. It was not specified if the patient had symptoms at that time. The patient got up to drink juice and eat bread. While drinking juice, he collapsed and fell down and hit his head and back. Upon follow up on (B)(6) 2024, the patient had called his doctor and was advised to go to the hospital for evaluation almost 2 weeks after the episode. At the hospital, the bg was 230 mg/dl. The egv at that time was not documented. It was not documented whether the patient was treated for hyperglycemia. The patient was given tylenol for pain and 2 sticky patches for his back. The patient was discharged after 2.5 hours the same day. At the time of the report, the patient said his back was still hurting. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. Alarm/alert manual test was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No additional patient or event information is available.